Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 26-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device initially wouldn't power on. After unplugging the drawer, the device successfully powered on. A field service engineer (fse) arrived at the station and found the main half-height cubie drawer 1.2 off the bus. The unit was shut down for inspection. The fse replaced both the retractor band and the drawer controller, successfully bringing the drawer back on the bus. All cubies were released, and no debris was inspected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure with power problem. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.